Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient developed staph infection. The incident occurred while the patient was in the hospital for an unrelated reason. The cause of the infection is unknown. The patient also experienced back-pain.